Event description:
The customer contact reported a separation. Prior to patient use while priming the tubing set with an unspecified concentration of metronidazole, it was reported that the tubing separated from the option-lok male adapter. There was no reported delay in critical therapy. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was evaluated. Testing found the tubing had separated from the option-lok male adapter. This was due to insufficient solvent application. Manufacturing personnel at the manufacturing facility will be informed of the correct solvent application method during the manufacturing process. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).